Manufacturer narrative:
The device was repaired by the customer. Further repair details have been requested, however, have not yielded a response from the customer.

Event description:
The specific context of when the issue was discovered is unknown. The customer reported that there was no patient involvement. There was no patient or user harm reported.

Manufacturer narrative:
Additional information received determined that there was no patient involvement. There was no patient or user harm reported.

Manufacturer narrative:
Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Event description:
The customer reported that a ventilator's touchscreen is not working. The device was evaluated by the customer and a remote service engineer (rse). Patient involvement information is unknown but has been requested. No patient or user harm was reported.